Event description:
Additional information: the nurse practitioner was getting a pump memory error, ¿bolus is progress¿. The health care provider (hcp) thought the pump battery was possibly "giving them trouble now". The hcp was programming the pump to the lowest flow rate, but she got a message of ¿pump memory error, bolus in progress¿ and under the infusion mode the programmer said ¿single bolus and stopped pump¿. A bolus dose and a duration were also displayed along with a refill date of (B)(6) 2013. The pump was alarming during reprogramming after the batteries were replaced in the physician programmer. During this reprogramming, the programmer was displaying telemetry in progress alternating with invalid telemetry, which resolved with the patient repositioning, and the alarm stopped. The hcp suspected that the patient had a cell phone in his pocket.

Manufacturer narrative:
Physician programmer model: 8840, serial#: unk; catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A pump memory error was reported that occurred during an update. It was stated that an alarm occurred as the batteries in the physician programmer went dead. The batteries were changed and the pump was re-programmed with the correct settings. This action resolved the issue. Drug delivered via the device was hydromorphone and a refill with saline was indicated.